Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician attempted to re- enter the sub-intimal space in the sfa. As described by physician the balloon was prepped and advanced to tx site along with enteer gw as per IFU. At tx site, the balloon was inflated but would eventually lose inflated profile. Re-inflation was attempted, however it would continue to reduce in size and lost stability. The physician felt that there was a leak in the balloon material or lumen as a result the contrast would leak out thereby losing its profile for re-entry. A second balloon was prepped and used without any further complications. No injury to patient. No surgical/medical intervention required.